Manufacturer narrative:
The device was returned to the service center for evaluation. The customer¿s complaint of a ¿defect on the distal ultrasound portion of the scope¿ confirmed. The ultrasound image displayed a shadow on the echo line and multiple elements were noted to be broken in half. The pink rubber on the scope was torn with the core exposed due to physical stress. The instruction manual states ¿do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks."

Event description:
The service center was informed that during preparation for use, a small defect was noted on the distal end of the ultrasound portion of the scope.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates. The scope defect was observed during preclearing after a diagnostic. There were no other devices involved in the event. There was no delay in the procedure in which the subject device was used. The intended procedure was completed. The same device was used to complete the procedure. There was no patient injury or medical intervention required. No other devices were replaced during the procedure. The date this occurred on is unknown. There was no visual deformation noted on the bending section of the scope. The device is reprocessed with an oer-pro with the leak tester on. There was no metal protruding. The bending section was not broken. A leak test is being performed after each use of the scope. The scope is being stored in a scope cabinet, hanging. It is not known how the scope became damaged. There were no errors, alarms or alerts received

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Please see the updates. The legal manufacturer reviewed the contents of this complaint. The legal manufacturer reported that the root cause has not been identified. However, the legal manufacturer reported that the probable cause for the reported event was as follows: based on the DHR confirmation results, it was confirmed that there were no mosses of acoustic lenses at the time of shipment. The lick of the acoustic lens has been identified from the presentation sentence, and it is considered that external force was applied to the distal end of the lens, as the loss of the sound line was confirmed. It was speculated that the external force applied to the apical region resulted in the generation of this phenomenon.